Manufacturer narrative:
The autopulse li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse battery (sn unk) was inserted in the autopulse platform (sn (B)(4)) and the user had to repeatedly press the power button before the platform was able to initialize. Following this, the platform performed continuous compression for an unspecified amount of time; however, eventually powered off. No known impact or patient consequence was reported.